Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test, active current measurement, sleep current measurement, and selftest or verify failed battery test alert, frozen screen anomaly, and charge/battery last less than expected due to unresponsive keypad. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that insulin pump buttons was not responsive and had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.